Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: addr01 implantable pulse generator(B)(6) 2012. (B)(4).

Event description:
It was reported that there was double counting on the atrial channel. There were fourteen episodes that all occurred on the same day. The patient reported no activities or changes in medications on that day. The lead remains in use. No patient complications have been reported as a result of this event.